Event description:
It was reported that a balloon failure to deflate occurred. Target lesion was located in the femoral artery. A 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced to treat the target lesion. Upon completion of the procedure, the balloon was deflated but would not sufficiently deflate causing difficulty removing/ withdrawing it from the sheath. The balloon and the sheath were removed together and the sheath was replaced with an unspecified size non-bsc sheath. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a sterling balloon catheter inside non-bsc introducer sheath. The balloon was partially inflated, as-received. There was pink dye in the sheath, hub, inflation lumen and balloon. Majority of the outer shaft was necked down/stretched, buckled and kinked from the distal to proximal ends of the catheter, especially around the balloon¿s proximal end. The distal end of the balloon was bunched. The distal tip was damaged. Attempts to remove the sheath from the device were unsuccessful, likely due to the partially inflated and bunched balloon. Because the balloon was partially inflated and could not be withdrawn through the inner diameter of the sheath. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon failure to deflate occurred. Target lesion was located in the femoral artery. A 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced to treat the target lesion. Upon completion of the procedure, the balloon was deflated but would not sufficiently deflate causing difficulty removing/ withdrawing it from the sheath. The balloon and the sheath were removed together and the sheath was replaced with an unspecified size non-bsc sheath. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.